Event description:
It was reported that out of range pacing lead impedance was observed. Intermittent capture at max output was also noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.